Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile change prior to damage) issue. The reporter stated the audio bolus button does not activate the intended response and there is a hole in the audio bolus button cover. The reporter was unable to confirm which issue occurred first. The reporter stated it had been occurring over a four to five week period. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow up #1 submitted: 06/06/2013 device evaluation: on examination, the audio bolus button cover was noted to have a hole in it. A damaged audio bolus button will permit contamination to permeate the button which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged button should be clearly visible and prohibit the use of the keypad buttons. Users may expect button damage during normal wear and the owner¿s booklet instructs the user to contact customer service if the user suspects the pump may be damaged. On testing, the audio bolus button was normally responsive. The button cover was removed for investigation and revealed moisture ingress under the button.